Event description:
It was reported that the left ventricular lead exhibited failure to capture and muscle stimulation. The lead was explanted and replaced. During the procedure, the new lead was attempted to be implanted however, the lead was unable to navigate the anatomy. The lead was removed and replace. The patient was discharged.